Event description:
It was reported that this pacemaker was interrogated and discovered to be in safety mode. Additional information provided from the field indicated surgical intervention was later performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported. The pacemaker is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.